Event description:
It was reported that the programmer screen was insensitive to the stylus pen which required substantial pressure and repeated touches in order to use. Different stylus pens were tried as well as recalibrating the programmer screen but the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm or reproduce the reported event of the stylus pen being insensitive. The stylus was moved and selected through the entire screen with no fault found. It was also noted that there was an error due to the keyboard, the keyboard was replaced. (B)(4).